Manufacturer narrative:
(B)(4) UDI # unknown method: the device was not reported as available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. It was reported that a lot of pressure was exerted on the catheter while pulling it out. The instructions for use (IFU) specifies the following: "grasp catheter close to skin and gently pull to remove. The catheter should be easy to remove and not painful. Do not tug or quickly pull on catheter during removal (figure 11 on page 2). Cautions: if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It¿s advisable to cover the site with warm compresses, and wait 30 to 60 minutes, and try again. The patient¿s body movements may relieve the catheter to allow easier removal. For additional information refer to the technical bulletin: tips for preventing in-situ catheter breakage with the on-q system. Do not cut or forcefully remove catheter." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
A report was received stating the patient emailed the manufacture hotline contact and asked, "what is the use of the on q -pump , the yellow one? They use it on me and it broke then they did another surgery to remove it . Thank you so much" the manufacture hotline contact made three separate attempts to contact the patient and did not receive a response. Additional information received on 02-mar-2016 from the patient stated, "good afternoon from (B)(6). Yes, I got you're email, but I'm still waiting the respond from the hospital after I sent the complaint ." No additional information was provided in regards to the patient's status.